Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, unable to recover storage space on drawers. The customer reported occurred issue affecting the dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer required maintenance. A field service engineer found that mini drawer was opening multiple pockets simultaneously. In hardware test application (hts), row 3 pockets 1 to 5 only opened to the first position, except pocket 6. After opening pocket 6, all row 3 pockets tested fine. The fse found that twisted and torn mini-engine cable and then replaced engine 6 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, unable to recover storage space on drawers. The customer reported occurred issue affecting the dispensing workflow. There were no adverse events or injuries reported based on this event